Event description:
PICC line noted to be leaking at hub. X-ray was performed to assure placement. Line became unable to be flushed and was removed. Upon inspection it was noted that the hub had a small crack.